Event description:
The baxter field service technician reported a pump with alarms during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided. This pump was scheduled for on-site service, but sent to baxter for additional repairs.

Manufacturer narrative:
(B)(4). Evaluation summary:the device evaluation was completed and failure code 570:320:844:000 (in event history), found to be due to batteries discharged to a damaging level confirming a depleted battery condition. Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).